Event description:
Caller states the pt tested 1.1 inr on the coaguchek test system and 1.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system, however, caller states strips are unavailable for return. Comparison performed in a medical facility. Coaguchek test system: meter, test strip lot 396a-b7, exp 2/08, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.